Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had an additional stitch added to the chest incision while in ICU. It appeared that the stitches applied in the or weren¿t holding the incision closed completely. Additionally, the patient with a history of ventricular tachycardia (vt), experienced vt while on support, requiring CPR, epinephrine and shock x1. The impella was pulled back about 0.5 cm under echo guidance. Electrophysiologist was consulted and the plan was to interrogate implantable cardioverter-defibrillator and plan for vt ablation. It was further reported that the family decided to withdraw care, and the patient expired. There is not enough information to exclude the impella used as an associated factor to the event outcome.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, vf/vt/af/at, and positioning issues has been completed. Product was returned for review. Visual inspection found no issues on the pump or issues with repositioning unit. Positioning issues: the data logs show positioning alarms throughout the case. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no abnormalities found on returned pump. Vascular damage: the root cause of vascular damage was unable to be determined as limited clinical details were provided. Vt: the root cause of vt was unable to be determined as limited clinical details were provided. D9 device returned to manufacturer date added.